Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. Upon arrival, the iabp was connected to ac power and the batteries were charging. The stm powered the unit on, connected a known system trainer and intra-aortic balloon (iab) and initiated autofill. The iabp pumped for 15 minutes without alarms, errors or abnormal function. The stm continued troubleshooting and initiated a battery runtime test. After one hour the iabp was warm extremely warm to the touch. The console cover was removed and the stm noted the compressor was extremely warm as well. The stm replaced the scroll compressor and temperature sensor. Prior saline contamination was also noted. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted with additional information.

Event description:
It was reported that during use on a patient transport, the cardiosave intra-aortic balloon pump (iabp) made a loud noise and the screen showed an overheating message. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
All repairs were made.

Event description:
It was reported that during use on a patient transport, the cardiosave intra-aortic balloon pump (iabp) made a loud noise and the screen showed an overheating message. No patient harm, serious injury or adverse event was reported.